Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced multiple blood glucose (bg) levels as low as 58 (mg/dl). Reportedly, customer stated that they experienced the low bg levels after eating a breakfast with high amounts of carbohydrates and administering a bolus. Customer stated that they are unsure of the cause of the low bg levels, and stated that they bloused correctly. Customer consumed carbohydrates to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.

Manufacturer narrative:
On 1/4/2017: pump logs were reviewed. There was a constant basal rate setting of 0.5 u/hr and six low blood glucose (bg) levels recorded on (B)(6) 2016. There were nine bolus requests made on (B)(6) 2016. Some of the bolus requests were made without the entry of the user's current bg level, and with insulin on board (active insulin in the body). There were no basal rate adjustments during any part of the day. User may need to adjust basal rate settings when sleeping, working, exercising, and other activities. Requesting bolus without entering bg levels and still having insulin on board could lead to a low bg level. There is no evidence of a malfunction or failure of the pump.